Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post. All pieces were returned. Device history record was reviewed and no discrepancies were found. Root cause for the provisional fractures is considered to be a previously addressed design deficiency, bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument coordinator noticed the device fractured while sending out the tray for a case. No adverse events have been reported as a result of the malfunction as there is no patient involvement. Attempts have been made and additional information on the reported event is unavailable.